Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, deep vein thrombosis, tilt, pain, anxiety, dyspnea, poor circulation, physical limitations, post traumatic stress disorder, startle reflex. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety, dyspnea, poor circulation, physical limitations, post traumatic stress disorder, startle reflex is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein due to trauma. Patient is alleging tilt, vena cava/organ perforation, stenosis, and erosion. Report from CT: "ivc filter in situ starting at the level of the left renal vein extending inferiorly. The struts extend beyond the lumen of the infrarenal ivc, unchanged." Report from CT: "ivc filter is in place at the l2 level and the ivc is contracted and likely scarred down patent and inferior to this level. There are some collateral variceal pathways in the abdomen suggesting chronic occlusion. There is only minimal 16 degree lateral tilt of the superior aspect of the filter with respect to the lumbar spinal axis. No abnormal tilt with respect to the course of the ivc. Ivc is contracted around the filter and the hook at the superior apex of the filter is probably contact the wall. Some of the struts/feet extend beyond the expected luminal margin of the ivc but is unclear whether this represents penetration versus mural stretching around the feet. Distal 12 mm portion of the most posterior medial strut/foot definitely extends beyond the ivc lumen and abuts the ventral margin of the l3 vertebra where there has been small chronic osseous erosion in response." "Ivc filter in place at the l2 level with surrounding chronic appearing contraction/scarring/stenosis of the ivc with associated venous collaterals in the abdomen and 12 mm portion at least one strut/foot which perforates and extends through the posterior medial wall of the ivc and abuts the anterior margin l3 vertebra where there is small chronic osseous erosion in response."

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.